Event description:
Asku

Manufacturer narrative:
Evaluation summary: analysis showed that the device had no telemetry and no output. Further analysis indicates that the loss of device functionality was due to high current leakage in a defective ceramic capacitor on the low power hybrid. This high current leakage caused the battery to prematurely deplete and led to the loss of device functionality.